Event description:
Implanted catheter placed on 7/18/96 for ivab therapy. During ivab tx, the pt c/o pain, swelling and extravasation at port site. The catheter was replaced on 9/30/96 due to pinhole leak in the catheter under the connection sleeve.